Event description:
The customer reported a monitor connector plug will not make a connection. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a connector plug. The system operates as intended.